Event description:
It was reported that the patient underwent a total ankle replacement. The patient had an infection, the total ankle was explanted and a cement spacer was inserted. The patient was washed out and a poly exchange was done along with antibiotics.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows the presence of a cement spacer. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is only a cement spacer visible, which is suggesting the presence of an infection as the cause of a revision.¿ the root cause of the infection could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text: device disposition unknown.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient had an infection, the total ankle was explanted and a cement spacer was inserted. The patient was washed out and a poly exchange was done along with antibiotics.